Event description:
It was reported that the patient presented to the clinic. It was found that the left ventricular (lv) lead failed to capture. Dislodgement was verified via imaging. During the lv lead explant procedure, the patient's right ventricular (rv) lead was also dislodged, resulting in a failure to capture. Both leads were successfully explanted and replaced. The patient remained stable.